Manufacturer narrative:
At this time, the lead remains capped and implanted. If the product is explanted and returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically capped and replaced due to steadily increasing pacing impedances over the past years. The system was also downgraded to single chamber vvi pacing system due to chronic atrial fibrillation. No additional adverse patient effects were reported.